Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, the haptic was scratched. The haptic was not properly folded and the plunger overrode on the lens. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).